Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.

Event description:
The customer reported that approx 1-2ml of cytarabine leaked from the upper fitment and tubing engagement during infusion. The nurse touched the top of the device and felt something wet and then noticed the leak. The nurse washed her hands and is doing fine. No patient harm was reported. No further patient/event info was provided.